Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash that is no longer open. There is no alleged device malfunction. The patient's hospital prescribed something to help the rash. The rash comes and goes but the current condition of the rash is improving.